Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as open. The irritation was underneath the lifevest there was no alleged device malfunction contributing to the irritation. The patient reported the irritation was open. The patient used gauze and antibiotic cream. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.